Event description:
It was reported that a magnetic resonance imaging was done one year ago. A granuloma was suspected. The patient experienced withdrawal symptoms and the pump was later explanted (see mfg. Report #2182207200906245). Additional information has been requested. A follow-up report will be submitted if additional information becomes available.